Event description:
An issue was reported involving a malfunction alarm with a specific malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to the customer to reset the pump, addressing the storage mode issue that prevented the initial reset.